Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) executed an instrument high sensitivity system check with unacceptable results. The fse replaced aspirate probes, duck bill, and cleaned all dispense probes. The fse executed another instrument high sensitivity system check with acceptable results. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date. Associated mdrs for this event: 2122870-2011-02388, 2122870-2011-02389.

Event description:
The customer reported that erroneous thyroid stimulating hormone (tsh) results, below and above the normal reference range, were generated on a unicel dxl800 access immunoassay system for two patients over two days. This report is report two of two, and represents the erroneous low tsh result, below the normal reference range, generated on a unicel dxl800 access immunoassay system on (B)(6) 2011. The initial erroneous result was reported out of the laboratory. The affect to the patient, if any, is unknown at this time. The original sample, tested in triplicate on another instrument, yielded higher tsh results, within the normal reference range, that were considered valid. Two samples from the same patient were subsequently tested on the unicel dxl800 access immunoassay system. The two results were higher and within the normal reference range. Instrument tsh quality control results were within customer established specifications during the timeframe of this event. The tsh samples were serum samples. The samples were collected in 13 x 100 serum gel tubes. The patient also had a free total thyroxine (frt4) result above the normal reference range during the timeframe of this event.